Event description:
Customer reported a malfunction on the pump and a malfunction code "malf 12" was displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. Customer was informed to continue using the pump and to call back if the issue recurs, which they acknowledged.